Event description:
It was reported the patient had the pump system explanted, due to a display of what was initially thought to be a reaction, but was subsequently found to be an infection. It was initially reported that the patient had a rash on their hand (contact dermatitis) and they were thought to be having an allergic reaction. Later on however, it was reported that there was an infection of the abdominal pocket and baclofen pump. A culture was done, and resulted in aggregate of multiple irregular shaped pieces of tan to red-purple soft tissue measuring in aggregate 7 x 5 x 4.5 cm. Final diagnosis was abdominal pocket and baclofen pump infection: fibro-adipose tissue with chronic inflammation. It was later reported that the pump was removed (B)(6) 2012 with no complications. All pump components were removed. The patient outcome was reported as "good". The healthcare provider (hcp) noted they checked for allergies to pump and other things. Regarding the infection, it was reported that there was skin softening and swelling with progressing erosion, however the pocket never opened. Infection was suspected by the hcp verses an allergic reaction. The medication in the pump was lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# j0177957r, implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type catheter.